Event description:
It was reported that noise was observed on the egms. Isometric exercise could not reproduce the noise. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.